Event description:
It was reported in an abstract at the (B)(4) 2013 (B)(4) that the coronary slow flow due to dissection requiring stenting following the use of a pressurewire (cvit 2013, mo85, page 490, thursday, july 11).

Manufacturer narrative:
The product was not returned; however, we do not believe the cause of the dissection was due to a device malfunction or any deficiency with the instructions for use requiring corrective action. We will continue to closely monitor the performance of this product for any significant trends.